Event description:
Libre3 plus sensor giving wrong alerts. The sensor was waking me multiple times each night with it's alarm tell my by blood reading was low (under 55). This leading me to believe I needed sugar and eating or drinking things to bring my levels back to 110-130, only to have the alarm go off again a few hours later. This also was going on during the day/awake hours but not as frequently. I dealt with this for 2 weeks and kept taking things (eating/drinking) to bring my sugars back up. I've been good for the past 20 years of keeping my reading is a safe zone. I feel that with this 2 weeks of who knows how high me reading went to due to over dosing on sugar, my left and right fingers, left more started a lot of tingling and numbness. With my left hand it was wrist to the fingers, however it's now just the fingers and can't seem to get it to go away.